Event description:
Anesthesiology practitioners utilize more syringes for each pt at a given time than any other svc. For each pt 10-15 syringes of medications are drawn up in preparation for the average surgical case and 25-30 syringes for an open heart procedure. Since syringes are not reused after they are empty, these numbers do not include add'l syringes needed during a case. The terumo syringes have been problematic for anesthesiology. The following is a list of problem areas: the packing is very difficult to open especially while wearing gloves. This in turn increases the amount of time needed to "set-up" for cases and therefore decrease efficiency. Difficulty with opening the package is also magnified during the emergency/crises situation. The package info does not correctly reflect the size or milliliter graduations on some of the syringes which could contribute to medication errors, ie: 1. 5ml package/6ml syringe, 2. 10ml package/12ml syringe, 3. 20ml package/25 ml syringe, 4. 30ml package/35ml syringe. Rptr understands that the purchase of terumo syringes is a va standardization. The staff is really trying to do the best that they can with these syringes. However, the anesthesiology practitioners continue to have difficulty with this product. Rptr is requesting that the va consider returning to the purchase of "bd" syringes or an alternative product which may be more satisfactory.